Manufacturer narrative:
The reported event of a contact force issue was confirmed. The results of the investigation concluded that the device did not meet specifications during a shaft leak and irrigation leak, both of which are consistent with fluid ingress and a loss of force data during the procedure. Log files indicated signal loss on optical fibers 1-3. Dissection of the catheter tip revealed the irrigation tubing was no longer attached to the end of the deformable body due to inadequate bonding at irrigation tubing. As a result of this finding, abbott is performing further investigation. An adhesive failure was also noted between the distal tip and the shaft.

Event description:
During the procedure, the message "no contact force information available. Check catheter optical connection." Was flashing on and off on the ensite screen. The catheter was disconnected and reconnected, and the tactisys was reset with no resolution. The device was replaced and the procedure was completed with no adverse consequences to the patient. Based on the analysis of the returned device, a leak was noted.